Event description:
Patient was undergoing surgical procedure of "laparoscopic repair of right-sided ventral hernia with parietex mesh" that required use of "protack". The surgeon reported that the protack was used to anchor the edges of the mesh to the anterior abdominal wall. The surgeon further reported during use of the protack that it worked for 3-4 tacks, but then became hard to squeeze and it would not fire. A replacement had to be used. The documentation from the surgeon's report further revealed that after this was completed and it was made sure there was no bleeding from the operative site as well as no injury of any visceral structures, the pneumoperitoneum was evacuated. The patient was reported to have tolerated the procedure well and no other complications were reported. The device was a "covidien protack auto suture fixation device 5mm for single use as fixation device with 30 helical fasteners.